Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (communication faults, false asystole events, and abnormal shutdowns) was confirmed. The belt failed testing at the distributor. Upon evaluation, there was damage to the trunk cable and therapy electrode cables. An intermittent issue with the wiring cannot be ruled out as a potential contributing cause of the reported problem. No adverse event resulted from the defective belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing communication faults, false asystole events, and abnormal shutdowns.